Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that there were issues with the pumps sensing air in the line. It has resulted in may pump changes, re priming lines, disconnecting the cassette to ¿flick¿ micro air bubbles through. This has resulted in several interruptions with dosing of medications and at time wastage. The reporter tried to resolve the issue by keeping the bags upright, ensuring that when the line was primed there was no air initially, warming the medication to room temp and various other remedies. The air sensors on the pumps were set to low but despite this, the air alarm continued to occur. The air that they were seeing was minimal and with the previous prism pumps it was never an issue. There was no reported patient involvement.